Event description:
The company received a report that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device associated to this report is expected to be returned, but has not been received. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.